Event description:
Covidien endo clip applier 5 mm plastic tab did not disengage from the device. The surgical team was unable to determine if the stapler was safe to use, so another clip applier was opened and used after determining it worked properly.